Manufacturer narrative:
(B)(4). The reported event is confirmed via the operative notes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: 51-107180 ¿ taperloc femoral stem - 2745451 , 11-104062 ¿ mallory head ringloc shell- 435340, ep-107826 ¿ e poly maxrom liner ¿ 902570, 135300 - acetabular apex plug ¿ 198220, 650-1066 ¿ ceramic option type 1 taper sleve - 706660, therapy date: (B)(6) 2013. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown.the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 06161, 0001825034 - 2018 - 06166, 0001825034 - 2018 - 06169, 0001825034 - 2018 - 06171, 0001825034 - 2018 - 06172.

Event description:
It was reported patient experienced 900 cc of blood loss during left hip revision surgery approximately 1 month post initial implantation. A transfusion of 2 units of blood was used. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products - (B)(6) 2013 (therapy date). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Products were reviewed for compatibility with no issues noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends